Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker triggered a safety mode alert. Discussed risk of potential oversensing with unipolar and pacing inhibition but it was not reported to occur. The device has been replaced and is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a safety mode alert. Discussed risk of potential oversensing with unipolar and pacing inhibition but it was not reported to occur. The device has been replaced and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Memory corruption in the returned pulse generator device was determined as not a hardware issue as device memory was reloaded and normal device function was observed. All therapy was available and the specific origin for the safety mode was not yet determined. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Memory corruption in the returned pulse generator device was determined as not a hardware issue as device memory was reloaded and normal device function was observed. All therapy was available and the specific origin for the safety mode was not yet determined. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker triggered a safety mode alert. Discussed risk of potential oversensing with unipolar and pacing inhibition but it was not reported to occur. The device has been replaced and has been returned for analysis. No additional adverse patient effects were reported.